Event description:
It was reported the 512sd was used during a laparoscopic cholecystectomy. It was reported by the affiliate the inner gasket fell into the pt and it was retrieved from the pt. There was no consequence to the pt.